Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The caller reported that the patient received a blood glucose result of 5.4 mmol/l and experienced elevated blood glucose symptoms of nausea and vomiting. The patient went to the hospital. A half an hour later, at the hospital, the patient received a lab result of 35 mmol/l. The patient was diagnosed with diabetic ketoacidosis was treated with insulin injections. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. Return of the suspect device was requested for evaluation.